Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. It was suspected that the rv lead was fractured. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2026. The patient had no adverse consequences due to the event.